Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes intermittent impedance measurements >1990 ohms on the atrial channel. When the leads were removed, the physician noted that the atrial set screw was not tightened down completely. When the leads tested normal, the pulse generator was replaced.